Event description:
The reporter stated the surgeon implanted a icm125v4 12.5mm implantable collamer lens in the right eye (od) and noted excessive vaulting. Icl exchange is planned.

Manufacturer narrative:
Secondary surgery - excessive.